Event description:
The patient reported that the hcp (healthcare provider) relocated implantable neurostimulator (ins) site. When asked why ins was moved, the patient said to move to a better site. It was still on the right side however now it was more on the right side of the back. Regarding ins surgical revision, event date noted as (B)(6) 2015. Physician listing information was requested. Reason why new doctor is needed noted that the physician had moved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0cvdw, implanted: (B)(6) 2014, product type lead. (B)(4).